Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during a routine cardioversion for atrial fibrillation, the device made a popping sound after an aborted shock, immediately following by an alert for possible high-voltage lead issue. A small black mark was observed on the device. The device was explanted and replaced. There were no patient complications.

Manufacturer narrative:
The reported output anomaly was confirmed in the laboratory. The device was noted to have an arc mark; further evaluation indicated the presence of lead material. The device was tested on the bench and the high voltage output circuit transistors were noted to be damaged. The cause of the damage was high voltage delivery into low impedance.